Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma and coagulation as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states smith and nephew has not received adequate clinical documentation to fully evaluate the complaint. Therefore, a thorough medical investigation cannot be rendered nor can the clinical root cause of the reported burn be determined. The impact to the patient beyond that which has been reported is unknown. Should any additional relevant medical information be provided, this complaint would be re-assessed. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a shoulder cuff repair surgery using a tristar 50 wand, the wound was burned. The procedure was finished with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).